Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called to report high blood glucose levels after starting use of a new insulin pump. The customer's blood glucose level was 400 mg/dl. Customer treated with the insulin pump. The customer did some troubleshooting and found the cannula to be curved and bloody. The customer declined to finish troubleshooting. Nothing was replaced or returned for analysis.